Event description:
It was reported the pt's lead had migrated and reprogramming helped to obtain partial coverage. The pt was to consult with her surgeon and no surgical intervention had been planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.